Event description:
Lead management case to extract three leads due to cied system/pocket infection and bacteremia. The physician first tried to remove the 0185 lead using a 14f glidelight laser sheath but after 70 seconds of lasing he was unable to advance past the proximal end of the svc coil. The device was upsized to a 16f glidelight; as soon as the laser sheath was in the rv a drop in blood pressure was noted and tamponade was visualized on tee. A sternotomy was performed revealing and repairing a tear at the svc. The patient survived the intervention.